Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual inspection and functional test(s) were performed. No physical damage was noted. Event history log (ehl) showed system advisory: battery communication timeout error. The device did not display battery charge percentage during power on self-test. When plugged in with ac power cord battery and ac power, indicators light up indicating charge. No information is recognized from the battery while monitoring battery. The interconnect pcb (printed circuit board) was not recognizing the battery. The root cause of the issue could not be determined. Action(s) taken to mitigate the reported issue(s): replaced interconnect pcb, calibrated device and performed all functional tests which passed.

Event description:
It was reported that the pump would not charge. No patient injury was reported.